Event description:
It was reported that the md accidentally inserted the first intra-aortic balloon (iab) into the pt's femoral vein and as a result, the iab and the sheath were removed as one unit. Reference MDR #1219856-2010-00357 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.